Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error after a new battery was replaced into the insulin pump. The customer stated that after she cleared the alarm, the insulin pump re-initialized, then began counting down. Upon trying to reprogram the device, the customer reported that the error occurred again. The blood glucose reading was 127 mg/dl. She noted that the insulin pump had been without a battery for 2 weeks; explained that this was normal device behavior. Advised the customer that, if the error alarmed again, to call back for replacement. Nothing further reported.